Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. This damage caused corrosion of multiple internal parts. The top battery and pcb showed heavy signs of corrosion. The batteries were measured lower than expected due to this corrosion. The device could however still be downloaded; no timeouts or drive stalls were observed in the data. The damaged soft cannula impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23.9 mmol/l (430.2 mg/dl) while wearing the pod on the leg between 25 and 36 hours. A manual insulin injection was administered to treat the hyperglycemia.